Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise. The noise was oversensed which lead to pacing inhibition and a syncopal episode. The patient broke his wrist from the fall. The patient also received inappropriate shock therapy due to the noise. The patient was seen for follow up. Isometrics were performed but were not able to elicit any noise. All lead measurements were good and with in range. The local field representative was to discuss the case with the following physician. No additional adverse patient effects were reported. The lead remains in service.